Event description:
It was reported that the 9900 system had a disk boot failure error and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 and ps2 power supplies were replaced during the service call. The system was tested and found to be working as intended and put back into service.